Manufacturer narrative:
Corrected: d4 (serial). Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Failure to advance: the cause of failure to advance was unable to be determined as limited clinical details were provided and no product was returned for review. Pd-any device-(twist, bent, kinked): the cause of pd-any device-(twist, bent, kinked) was unable to be determined as limited clinical details were provided and no product was returned for review.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted via the right femoral artery in a 71-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs), with a history of known coronary artery disease. During implantation, the pump became kinked and could not be advanced across the aortic valve into the left ventricle, rendering the device unusable. A second impella device was subsequently placed to provide support. Despite these measures, the patient¿s condition deteriorated, and the patient expired. The reported events are failure to advance, product damage, device revision or replacement, hemodynamic instability, and death. The device will be conservatively reported for death; however, the death is most likely attributable to the severity of the underlying ami/cgs and hemodynamic instability.